Event description:
On 04/02/08, new info was received from svc site, indicating that during repair of the unit, no audio was observed.

Manufacturer narrative:
Failure investigation results revealed a "no audio" failure and was isolated to replacement of the main pcb. The mfg facility has initiated a corrective and preventative action associated with the verified failure.